Event description:
Customer reported a pinhole in the extension set was leaking and caused the catheter to back-up and bleed out through the hole. Approx 3mls of blood were found on the pt's bed. No pt impact occurred. Extension set was changed out and no further issues were noted. No further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.